Event description:
During operative procedure it was noted that the echelon compact endoscopic linear cutter was jamming. Attempted to unload and reload the cutter; it continued to jam. Replacement cutter obtained and was functional.